Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00098. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a cystoscopy procedure, the ceramic tip of the subject device fell off into the patient¿s bladder. The tip was retrieved, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and functional testing, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The cause was linked to device but unable to trace more specifically should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received from the customer.